Manufacturer narrative:
Investigation summary: two photos were received and evaluated. The photos depict finger grips and thumb grip of two 10ml control syringes from unidentified batches. Deformations in the white plastic where it comes in contact with the clear plastic of the barrels were observed. The deformations have the appearance of melting or flash and are located near the weld points. DHR review for batch #8323971: release date: 12/12/2018. Released quantity was (B)(4). All visual inspections: were performed as per requirement. Welding issues were recorded during the manufacture of this batch. Production was stopped, adjustments were made and product requalified per applicable aql before production resumed. Batch 8323971 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Physical sample is required to better evaluate the observed defect. Potential root cause for the flash observed is likely a result of a temporary issue with the welding process. However, a physical sample is required for evaluation and to confirm potential root cause determination. Corrections took place at the time the defects were found in production, including machine adjustments and product requalification per aql. It is possible a limited number of pieces with the observed defect escaped detection. (B)(4). No additional actions are necessary at this time. Batches 8270914 and 8323971 are considered in compliance with our product specification requirements. Controls are in place which include periodic visual product inspections to ensure containment of defects and overall product quality.

Event description:
It was reported that "burrs" were found on the white plastic part of the syringe control 10ml ll bns before use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "burrs and blotching on the white plastic part of the syringe." Mcl# 3647 (bd part 304134) has multiple lots with nonconformities on the plastics ¿ specifically flashing and burrs.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "burrs" were found on the white plastic part of the syringe control 10ml ll bns before use. This complaint was created to capture the second of two related incidents. The following information was provided by the initial reporter: "burrs and blotching on the white plastic part of the syringe." Mcl# 3647 (bd part 304134) has multiple lots with nonconformities on the plastics, specifically flashing and burrs.